Event description:
It was reported that the user experienced hypoglycemia after a prior hyperglycemic episode during which they administered insulin by mdi due to potential infusion site issues and then reconnected to the ilet after approximately two hours; subsequent overnight lows occurred, the ilet alerted, and the user treated with glucose tablets and juice, with blood glucose stabilizing within about 90 minutes. Symptoms included low blood glucose with a reported reading of 47 mg/dl. Outcomes included recovery without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear in the context of recent site concerns and therapy transitions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.